Manufacturer narrative:
(B)(4). No further details or pt outcome were provided at the time of this report. A f/u report will be filed if add'l info becomes available.

Event description:
See also MFR reports # 3004209178-2010-06347 and # 3004209178-2010-06348 for info related to the ins replaced on (B)(6) 2010. It was reported that following the ins replacement surgery on (B)(6) 2010, while the stimulation was turned on, the pt experienced a jolting or shocking sensation. It was noted that the amplitude was set at 6.9v. The pt stated that in the recovery room following the surgery on (B)(6) 2010, no stimulation was felt. The pt waited several weeks and then followed up with the healthcare provider (hcp). The pt noted no stimulation was felt, at that time. It was later reported that the pt experienced a loss of therapeutic effect. The pt was "all over the board" with the therapy and the settings were not working. The device had an error code of 505, which indicated an invalid status. Additional info was received stating that the pt's physician noted, pt pain (due to the shocking sensation). Reprogramming was performed by the MFR rep with interrogation. It was stated that the pt's device had high impedance readings. The day of the original ins replacement surgery (on (B)(6) 2010), it was not possible to communicate between the programmer and the implanted device. A revision was, then, performed on (B)(6) 2010, to remove the pt's right lead that was "broken" and "not working." The pt's left lead was replaced, with good sensation noted. The surgery occurred without difficulty.